Event description:
A medtronic international representative called to report that a customer was receiving a button error on their insulin pump. The customer's blood glucose level was unknown at the time of the event. The representative replaced the insulin pump for the customer. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, battery tube threads, missing end cap sticker and cracked belt clip slot.